Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female who underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed through a visual examination. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. A tear was noted within the crease/fold measuring approximately 0.1 cm. In addition, an area of missing material was observed on the anterior view measuring 3.4 x 2.7 cm. A microscopic examination was performed on the missing material and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the rupture, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the missing material, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during regular, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. On the other side, the evaluation determined that the cause of the tear was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 11, 2022. Replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).